Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs received. Visual review confirmed the reported event. The liner was fractured. The products were discolored and covered in bio debris. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A2: year of birth: 1971.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unknown cup. Unknown head. Unknown stem. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; due to the device was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 12 years post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.